Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history record found one unit had to be repackaged due to an inclusion. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reference (B)(4). Medical product: maxim biomet finned stem 80x15 mm, catalog #: 141320, lot #: 848740, vanguard cementless cr porous femoral, catalog #: 183070, lot #: 539360, biomet cementless primary tibial trays 75mm, catalog #: 141264, lot # 982870. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that following a total knee arthroplasty, the patient underwent a revision surgery due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.